Event description:
It was reported that revision surgery was performed following repeated hip dislocations and groin pain. The dislocations reportedly occured on or after (B)(6) 2010, but exact dates have not been supplied to the manufacturer.